Event description:
The customer reported that the device had no audio upon initial installation of the device. There was no report of injury or harm. It will be considered that there was no patient involvement as the device issue was found at installation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had no audio upon initial installation of the device. There was no report of injury or harm.